Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529; product ID: bi71000273. H3) the manufacturer representative (rep) went to the site to test the imaging system. They replaced the door cable slides. They performed invalidate home, the system was operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the site was unable to open the gantry while in surgery. Site used the manual door open procedure to remove system from over the patient. The site then reported that they were not able to close the gantry. This issue occurred intraoperatively and caused 10 minutes surgical delay. There was no reported impact on patient outcome.